Manufacturer narrative:
The following other device was also listed in this report: scorpio nrg ps femoral #9 left; cat# 81-4409l; lot# mmdknk. Series 7000 standard tibia; cat# 7115-0009; lot# mmprvt. Scorpio u-dome x3 patella; cat# 73-20-3910; lot# 6akj. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Procedure: patient was two years out from primary tka. Patient returned to the office with unexplained pain; she underwent an irrigation and debridement for possible infection with a liner exchange.

Manufacturer narrative:
An event regarding infection involving a scorpio insert was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot and sterile lot provided. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Procedure: patient was two years out from primary tka. Patient returned to the office with unexplained pain; she underwent an irrigation and debridement for possible infection with a liner exchange.